Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced pain at the ipg sites and ineffective therapy. As a result surgical intervention was undertaken wherein the cervical system and thoracic ipg were explanted. The penta paddle remains implanted.